Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Next day post filter deployment, CT revealed pulmonary emboli to the arteries in both lower lobes. Approximately two years later, CT revealed small non calcified pulmonary nodule at the right lung base, measuring approximately 5-6 mm unchanged from previous CT (2007). Approximately two months later, CT chest indicated clear lungs. Approximately seven years later, CT revealed showing right sided pe lower lobe with extension to sub segmental branches. Approximately one year later, CT revealed majority of the legs extend beyond the contours of the inferior vena cava. Approximately two years later, CT revealed the distal struts of the filter appeared to extend beyond the confines of the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.